Event description:
It was reported there was an end of service (eos) message. The patient¿s battery had died and they were scheduled for a battery replacement in three weeks. They were admitted to the hospital with a return of his tremor symptoms and they were debilitating. The battery had died at the end of the week prior to report. Additional information received reported 10 days later that the patient had a loss of therapy and their tremors and rigidity had returned. The device had not been explanted yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v297034, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v297034, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).